Manufacturer narrative:
Unit received with minor scratched lcd window, stained keypad overlay, faded serial number label, cracked case, cracked battery tube threads, cracked end cap and cracked retainer. Unit passed displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump case was cracked. Drive support cap was not damaged. Customer's blood glucose was unknown. Insulin pump would need to be replaced.